Event description:
Patient on day 16 of ECMO support. Tubing ruptured. Circuit was clamped for repair with patient supported according to ECMO protocols. New circuit indicated due to clotting. Patient arrested and was successfully resusitated.